Event description:
It was reported that the patient was experiencing difficulty keeping and maintaining a charge. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was doing good postoperatively. The explanted device was destroyed at the hospital.